Event description:
It was reported that new smof lipids line change was performed at 0100 on (B)(6) 2019 and the infusion was initiated at 0056. 20ml of 20% smoflipids was programmed to infuse at 0.5ml/hr. 12ml was to infuse over 24 hours however the syringe was empty earlier than expected at 1700. There was no harm to this nicu patient.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows the user selected a 20ml bd syringe with only 7.86ml detected and this is the reason the infusion ended early. Functional testing performed found the syringe module operating within specification. The root cause of the customer¿s report of an overinfusion was identified as due to user error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of 20ml of 20% smoflipids was programmed to infuse at 0.5ml/hr in a syringe pump. The infusion was supposed to have lasted 40 hours however the syringe was empty earlier than expected at 1700. There was no harm to this nicu patient.